Manufacturer narrative:
Hardware low-level failures alarm confirmed in the insulin pump history due to broken trace. Software error detected alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm and software error was detected. Customer¿s blood glucose level was unknown. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer performed self-test and it did not pass. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.